Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line leak from where a sureform 60 blue reload was fired with a sureform 60 stapler instrument. The initial robotic procedure was completed robotically with no reported intraoperative complications. On postoperative day 2, the staple line leak was identified. The patient underwent a subsequent laparoscopic revision procedure to repair the leak.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs show the sureform 60 stapler instrument was installed on the system 7 times and fired 6 sureform 60 reloads (5 blue, followed by 1 white). On install 1, the stapler failed to engage with the system. The logs show an error code indicating that the roll axis hardstop verification check failed. On installs 2-7, all clamp attempts were successful. On installs 2 and 3, the firings were each completed with 1 pause for compression. On installs 4-7, the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.